Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer via a company representative (rep) regarding a patient receiving intrathecal lioresal 500 mcg/ml(dose 58 mcg/day) via an implanted pump. The baclofen lot number was unknown. The patient's medical history and concomitant medications were unable to be obtained. Indications for use (IFU) were listed as multiple sclerosis and intractable spasticity. On an unknown date, the patient was not getting adequate control over her spasms. She had a dye study (date unknown) that was attempted, but they were unable to draw back cerebrospinal fluid (csf). The catheter was replaced on (B)(6) 2016. During the partial explant, the catheter was looping down caudally in the intrathecal (it) space and the surgeon encountered resistance when trying to pull the catheter out of the it space. He opted to tie it off. It was unknown what led to the event. When the physician cut the catheter at the spinal pocket, no csf back flow was observed. The catheter was tied off as the surgeon was unable to easily remove it from the it space. A new catheter was implanted. The issue was resolved at the time of this report and the patient's status was "alive- no injury".